Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the paint is peeling on the trials.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : visual examination of the returned device confirmed the reported allegation for peeling paint. The product was returned to depuy synthes and sent to commercialized product development (cpd) at warsaw manufacturing site for evaluation. Cpd team conducted a visual inspection of the returned device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the lot number mvmhrw560, and no non conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.